Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The patient is a participant in the adaptresponse clinical study. No patient complications have been reported as a result of this event.